Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that during commissioning, the equipment displayed a cooling-related error. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The error log has been checked, and no significant errors were observed. However, the case has been transferred to fse for on-site inspection. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that there is an error code 1122 check vent: blower temperature high message. The blower temperature exceeded 95°c for longer than 60 seconds. It is determined that the problem is due to dirty air intake filters. Materials are requested for preventive maintenance. The fse replaced the pressure sensors, but fault persists. The full gds requested was replaced which resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during commissioning, the equipment displayed a cooling-related error. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The error log has been checked, and no significant errors were observed. However, the case has been transferred to fse for on-site inspection. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that there is an error code 1122 check vent: blower temperature high message. The blower temperature exceeded 95°c for longer than 60 seconds. It is determined that the problem is due to dirty air intake filters. Materials are requested for preventive maintenance. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
E: hospital (B)(6). (B)(6). Reporter phone: (B)(6). Reporting institution phone- (B)(6).